Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17613581.

Event description:
It was reported that patients x-ray showed a fractures of the spinal cord stimulation (scs) leads. It was noted that the patient is not currently experiencing any change in stimulation pattern. No further information as of this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17613581.

Event description:
It was reported that patients x-ray showed a fractures of the spinal cord stimulation (scs) leads. It was noted that the patient is not currently experiencing any change in stimulation pattern. No further information as of this time. Additional information was received that the patient's spinal cord stimulator (scs) leads had high impedance.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17613581. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17480071. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17480071. UDI: (B)(4).

Event description:
It was reported that patients x-ray showed a fractures of the spinal cord stimulation (scs) leads. It was noted that the patient is not currently experiencing any change in stimulation pattern. No further information as of this time. Additional information was received that the patient's spinal cord stimulator (scs) leads had high impedance. Additional information stated that the patient underwent spinal cord stimulation (scs) revision procedure. There is no equipment to return per hospital policy.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that patients x-ray showed a fractures of the spinal cord stimulation (scs) leads. It was noted that the patient is not currently experiencing any change in stimulation pattern. No further information as of this time. Additional information was received that the patient's spinal cord stimulator (scs) leads had high impedance. Additional information stated that the patient underwent spinal cord stimulation (scs) revision procedure. There is no equipment to return per hospital policy.